Manufacturer narrative:
Section d1: logic femoral ps cem right. Section d4: model number, catalog number, serial number, expiration date. Section h4: device manufacture date.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of osteolysis possibly due to patient related issues. It is unclear if the reported prosthesis wear may have also contributed to the osteolysis. The wear was likely the result of the femoral cam articulating with the posterior aspect of the tibial insert spine and/or third body wear due to cement overhang. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(4), tibial tray (cat# 02-012-45-5050 / serial# (B)(4), patellar (cat# 200-02-41 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately seven years post tka, the (B)(6) y/o male patient experienced osteolysis in the right posterior medial tibia. At revision of both femoral and tibial components were well fixed. Large osteolytic lesions were found beneath the tibial base plate cement mantle posterior medially and beneath the lateral femoral condylar cement mantle. The posterior aspect of the tibial inert post was quite worn and appeared to be the source of poly wear. Medial and lateral insert poly articulating surfaces showed some pitting but were not severely worn. The event is related to the device bur unlikely related to the procedure. The reported event was reported as "resolved". As of note: ¿the patient is a competitive slalom water skier¿. Devices do not return die to study policy.